Manufacturer narrative:
Correction: section h6 - the medical device problem code " 1291 - high impedance" should have been " 2285 - low impedance".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a low defibrillatory lead impedance alert was observed on the right ventricular lead. Review of stored episodes and information from the patient's clinic indicated the patient underwent a procedure unrelated to the system at the time of the event. Exposure to electrocautery during the unrelated procedure was thought to be the cause of the event. Lead function was normal following the event. No further action was required. There were no patient consequences.

Event description:
New information notes that during a routine procedure for a generator change due to the elective replacement indicator (eri), an alert was seen dated july 12, 2019 regarding a high voltage lead issue not being able to deliver high voltage therapy. Testing was performed by the physician prior to the procedure to asses the right ventricular (rv) lead integrity by delivering a synchronous shock. A 5j shock was delivered, synchronized with normal high voltage impedance. The rv lead remained implanted. No intervention was performed on the rv lead. The patient was stable prior, during and following the unrelated procedure.